Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during servicing it was noticed that from time to time oversensing occurs without any reason. The hospital staff suspected a product issue. The external pulse generator (epg) was still in use and will not be returned. There was no patient involvement.